Event description:
It was reported to boston scientific on (B)(6) 2008 that while using a foot switch the customer experienced the following: 'during the procedure, the nurse moved the foot switch taking it with the hands and without pressing the switch, it delivered rf energy for about 2 seconds.' Preliminary results from the investigation related to the device on MDR 2953184-2008-00041 was received on october 17, 2008. The info indicates a malfunction of the footswitch may cause accidental activation of rf. Due to the potential risk to the patient or user, this complaint is similar and now considered a reportable event.

Manufacturer narrative:
Device recently received. A follow-up report will be submitted once investigation is completed. Remedial action has been initiated due to the preliminary investigation info received.